Event description:
It was reported that during a device change out procedure, the atrial lead exhibited noise. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis description. Final analysis found insulation abrasion breaching the outer insulation at 29.5-29.9 cm from the distal tip the friction was consistent with constant friction to another implantable device or feature of the heart. This likely caused the reported complaint of noise in the field.